Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device sealed the ima and then the seal failed and the patient started bleeding intraoperatively. They had to open the patient to control the bleeding. The convert to open was a direct result from the device not sealing the ima. The doctor also noted that the device had a significant amount of sticking in the jaws and had to constantly be cleaned throughout the case. Another device was used to complete the procedure.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. However, initial analysis revealed a device anomaly. No adverse patient effects were reported. This device is included in the shortened replacement window advisory.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.